Event description:
On (B)(6) 2012, the reporter contacted animas (anm) on behalf of her daughter (the patient) alleging an intermittent power issue with the pump. The reporter did not allege any harm or injury because of the alleged issue. The reporter claimed that the pump showed "0u" on the home screen twice that day. The patient was reportedly disconnected from the pump after both incidents and the rewind/load/prime steps were completed. The reporter admitted that the patient had gone swimming that day with the pump on. However, she denied that there was any moisture in the battery compartment or behind the pump's display. She denied that the keypad and lens were damaged. The pump's casing, battery compartment, and battery cap were intact. The reporter was able to secure the battery cap with resistance met and no visible o-ring. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the pump had a power issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The reporter did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury.

Manufacturer narrative:
(B)(4): evaluation revealed power on resets in the black box history. No damage was found to the battery cap or battery compartment. The returned battery cap was found to secure tightly to the pump with no visible o-ring. The pump was exercised for 24 hours with the returned battery cap with no power loss issues; the battery cap was found to meet all specifications and passed the functional test. The pump cover was removed and there was no evidence of moisture or damage found to battery flex or power circuit. The reported intermittent power issue with the pump was verified in history but not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.